Manufacturer narrative:
Photo analysis: visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.